Event description:
It was reported that a cow fell on the patient's left shoulder. Since, then high impedance was observed. After lead extraction, high impedance was still observed. Hence, the ICD was replaced. Damage to the device's header was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.